Event description:
It was reported the guidewire would not advance or retract in the lead during implant because it was stuck. The lead was not used and another lead was implanted. The attempted but not used lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or reportable product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There was foreign material on the distal conductor of the lead and it was obstructed. Guidewire insertion test result was failed. Visual analysis found foreign material (green in color and confirmed as guidewire's coating) obstructed in distal conductor with destructive testing. Visual summary analysis of the lead indicated damage at implant. (B)(4).